Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the floppy drive door was missing, the right keyboard hinge was broken, the keyboard was also broken and the electrocardiogram connector was loose. Due to a lack of available replacement parts the device was to be scrapped. (B)(4).

Event description:
The programmer originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.